Event description:
It was reported that unspecified bd infusion set had flow issues: the following information was received by the initial reporter with the following verbatim. It was reported by the customer that patient side occlusions alarms occurred when patients have an IV in their, area and sometimes occurring with low flow rate infusions.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown.